Event description:
Per the clinic, the patient experienced an infection (specific date not reported) at the implant site. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR [(B)(4)] submitted on july 01, 2025, was filed inadvertently. There was no infection occured. The abutment was electively removed on (B)(6) 2025 ue to interference with helmet use while playing football.